Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patent presented with increased rv threshold. Programming changes were made. The patient will continue to be monitored with a routine follow-up. The patient was in good condition.